Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff procedure, the tip of the device broke off in the patient's bone. The broken tip was not retrievable. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed the distal tip has broken off. No material voids were observed at the break area. The distal tip was not returned for evaluation as it remains in the patient. The material condition was tested and found to be within print specifications. The proximal end of the handle is dented from being aggressively struck with a mallet. The device was inspected dimensionally of all attributes that could be accurately measured and were found to be within print specifications. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.